Event description:
Hill-rom received a report from a hill-rom technician stating the right head brake caster is not holding. The bed was located at the account in the repair shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).

Manufacturer narrative:
The hill-rom technician found the right head brake caster not holding due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the brake caster to resolve the issue. Based on this information, no further action is required.